Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : addr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.